Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt "scooted" across something and hit her ipg. Since then, she only felt stimulation at the ipg pocket site. The physician opened the ipg pocket on (B)(6) 2010, and he noted that it was full of fluid. The physician drained the pocket and removed the ipg. The ipg was tested intraoperatively, and invalid impedances were observed on all lead contacts. The physician decided to explant and replace the ipg. The replacement ipg resulted in effective stimulation for the pt. No further issues have been reported. The explanted ipg was returned to the MFR for evaluation.